Event description:
It was reported that on (B)(6) 2013, during a trochanteric fixation nail procedure on a patient with a severely bowed femur, the nail bent during insertion. Surgeon was using a short nail. Surgeon reported that patient¿s very bowed femur was causing the issue. The nail bent during insertion. Surgeon chose to perform the nail insertion free hand due to patient¿s anatomy. The surgeon was not able utilize the aiming arm secondary to the noted bend in the nail and the patient¿s altered anatomy. The surgeon was able to complete the procedure with no further issues. It was reported surgeon checked the aiming arm at the conclusion of the procedure to make sure the alignment was correct. Using a different nail as a guide, instrumentation was found to be correct, and the targeting did check out as in place. Surgeon has used the targeting device since this procedure and it has performed properly. The issues added about 10 to 15 minutes to the surgery time. No patient harm was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment,not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Manufacturer narrative:
This device is intended for treatment, not diagnosis.a review of synthes device history records for manufacturing revealed no complaint related issues.(B)(4)